Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information, during a gastric sleeve procedure the device was being applied to stomach. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of the device last (B)(6), the two black staples and the stapler worked but once they put in the third staple (first purple one), the stapler would not close and seal. They tried to use the fourth staple( the second purple), and still would not seal or fire. Patient outcome is unknown.